Event description:
The facility reported to customer service a pump with failure code 812:02. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 812:02 was confirmed. Inspection of the device found that the cause of the failure code was due to a defective pump-head module. The pumphead module was replaced. The device was returned to the customer fully operational.